Event description:
Received call from a clinic nurse concerning pts that have had reports of cramping, diarrhea, and bloody diarrhea following colonoscopies. This is a known reaction to inadequate rinsing of colonoscopes following disinfecting with gluteraldehydes. No pt specific info was available at time of call. Repeated follow up calls and messages have not been successful in gathering more info. Sample solution discarded as its expiration date following activation has been met, (at time of calling report).